Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw126547 was released in three batches. Supplier: norwood medical ¿ batch1: lot qty of (B)(4) units were released on 28 feb 2013 with no discrepancies. ¿ batch2: lot qty of (B)(4) units were released on 19 jan 2013 with no discrepancies. ¿ batch3: lot qty of (B)(4) units were released on 13 feb 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that approximator fc sleeve had broken distal tip. Review of available photos shows that the device has broken distal tip. As per the current available evidence, potential cause of the issue cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the approximator fc sleeve would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that on 26-september-2023, the reduction sleeve in question was found to have lost its distal end piece. This renders the sleeve unable to be used. The instrument was not used during surgery, there was no reported procedure or patient interaction. No further information is available. This report is for an expedium spine system clip-on red.driver w/dovetail 5.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that approximator fc sleeve was observed broken at the reduction tip. The reduction tip and the x25 inserter assembly were not returned. No other issues was identified. A dimensional inspection for the approximator fc sleeve was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the approximator fc sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - expedium 5.5 flexible clip-on reduction device, reduction sleeve assembly dwg-2797-12-580 rev. G (current) / rev. D (manufactured). Dimensional inspection: n/a h4, h6 a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw126547 was released in three batches. Supplier: norwood medical batch1: lot units were released on (B)(6), 2013 with no discrepancies. Batch2: lot units were released on (B)(6), 2013 with no discrepancies. Batch3: lot units were released on (B)(6), 2013with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.